Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years and 9 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to structural deterioration. The patient was presented with aortic stenosis caused by calcification. According to the operative report, the patient is an (B)(6) year-old male who had previously undergone aortic valve replacement for critical aortic stenosis. He had undergone a previous CABG several years prior to the avr. He presented this time with recurrent exertional dyspnea. Echo showed critical prosthetic aortic stenosis with relatively preserved lv function. Severe calcification of the prosthetic aortic valve was noted for the aortic valve findings. The previous prosthetic aortic valve was excised and a 25 mm carpentier edwards magna ease bovine pericardial prosthesis was implanted. The patient was weaned off cardiopulmonary bypass without difficulty. The patient tolerated the procedure well.